Event description:
Customer reports one of their tech's suffered a needlestick while using the needlebank. It was originally reported the tech was most likely not using the device correctly (as most of the staff are twisting to the right not the left, as instructions indicate, while disconnecting) and the needle did not drop into the needle bank. Subsequent info stated the tech was using the device per instruction stated the tech was using the device per instruction insert. The needle did not disconnect. When the needle was finally able to be removed, it remained lodged in the container. The tech then pushed the needle into the needle bank with their finger. This resulted in a contaminated needlestick. It is believed the donor pt was hiv and hep c positive.